Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the mid left anterior descending (lad) coronary artery. The 2.25x20 mm trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy and was used for pre-dilatation but the balloon ruptured upon the first inflation at 10 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.